Event description:
A report was received that the patient is experiencing shocking pain at the pocket site. The physician decided to explant the patient's precision system, and re-implant a new system. The patient was reprogrammed, and is reportedly doing well after the procedure.